Event description:
It was reported by the distributor that the pt had the catheter for 3 months. During an attempt to connect the catheter to the dialysis machine. "Blood spurted out of the line in the area of the hub". The catheter was removed the same day.